Event description:
A 2.5 mm diameter x 20 mm length sprinter mxii dilatation balloon catheter was inserted into a pt for dilatation of a peripheral lesion. The lesion morphology was reported to be diffusely diseased. It was reported that the balloon was at the intended lesion site and that the physician was attempting a wire exchange. Upon removal of the wire the catheter came apart at the z-component. It was reported that excessive force was being used due to the wire locking up in the device. There was no injury to the pt. Medtronic has received the device and its analysis has been completed. The device was returned in 2 separate pieces. It had detached on the proximal side of the proximal/distal joint. The z-component was attached to the distal shaft by the polyimide, it was present within the wire lumen proximal to the proximal/distal bond, which was bunched/accordioned. The guideway distal to the stop joint was ripped open and there were chatter marks on this portion of the mx2 shaft.